Event description:
Additional information was received that a change-out procedure was performed and this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device battery status was confirmed to be at eol. An engineering-level longevity calculation found this device did not last as long as expected. Additionally, estimated longevity remaining appeared to deplete more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite what appeared to be a precipitous drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. Next, the device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device case was opened and an external battery source was connected to the device circuitry. No high current drains were noted. High powered visual inspection of the internal components noted no irregularities. The cause of the identified premature battery depletion could not be confirmed.

Event description:
Boston scientific received information that this pacemaker was recently evaluated and observed to be at end of life (eol) battery status. The patient has not had any symptoms and is in normal sinus rhythm. However, there is concern the battery depleted sooner than expected, as last (B)(6) the battery longevity estimate was greater than one and a half years remaining. At the recent clinic evaluation, it was determined that eol was reached, approximately (B)(6) months after the device check done in the (B)(6). At this time, the generator remains in service, but a change-out procedure is being planned.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.